Event description:
The customer reported that during testing of the device, the shock was not delivered. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completeion of the investigation.